Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD), implanted two weeks, displayed an error message indicating that the device had reverted to fallback mode with limited programability. The patient had not yet been released from the hospital and was still recovering in a rehabilitation unit. Information confirmed that the patient had not been exposed to any radiation or surgical procedures post implant.